Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, during the deployment actuator knob came out about 4 centimeters, clip was deployed. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported material protrusion/extrusion was confirmed via device analysis as a normal function of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and results of the returned device analysis, the actuator assembly retracted out of the arm positioner is a normal function of the device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.code 1667 was removed.

Event description:
It was reported that on (B)(6) 2026 2026, a patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, during the deployment actuator knob came out about 4 centimeters, clip was deployed. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.